Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4)has been completed. Upon service investigation the monitor failed a pulse test. The cause of the failed pulse test was a defective converter circuit on the ca board. Components u1 (switching regulator) and u7 (pre-regulator) had an improper output, causing the defective circuit. The root cause of the defective component was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.